Event description:
It was reported that the patient had his artificial urinary sphincter (aus) implanted in 2019. After the patient had a fall, is was visually evident that the pump eroded through the patients scrotum. The patient underwent a surgical procedure in which all aus components were explanted and replaced. The patient is expected to make a full recovery.